Event description:
With the silence of the medium bradycardia alarm, other high priority alarms were not immediately recognized due to the single alarm tone sequence of the high priority alarm during the 2 minute audiopause period.